Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a leak, wherein the luer adapter had a crack and was observed to have leaks/bleeding (amount not known), it was then replaced with a luer adapter/connector (temporary pipe joint) to resolve the issue. Catheter was repaired. Tego was not utilized, insertion site was not treated prior to product placement. Flushing was done prior to use. There was no noticeable damage upon visual inspection prior to use. No other products were utilized with the device. Treatment was completed. Blood transfusion was not required. There was no patient injury.